Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with scratched lcd window. The pump was received with operating currents within spec. No failed battery test alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced frozen screen, button error and failed battery test. The customer's blood glucose reading was 186 mg/dl. The customer stated that she exercised and might have gotten sweat in the pump. The customer stated that her buttons were not working. The insulin pump was returned for analysis.